Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's universal porting block was found to be physically damaged and was replaced to address the issue.